Event description:
It was reported that during implant attempt, the lead had to be repositioned due to poor r-waves and irritability from nonsustained vt, due to manipulation of the lead. The helix was retracted, but the lead would not easily disengage from the septal wall. The doctor eventually re-extended the helix, then retracted it fully, and the lead did disengage with minimal traction. The doctor felt there was a slight "giving" sensation, which concerned him. The doctor then decided to abandon the implant, given the helix issue and the patient's difficult anatomy. A bedside echocardiogram showed no evidence of perforation. When the doctor extended the helix outside of the body, it did not come out smoothly but extended abruptly. There was a small 0.5 cm piece of thin, monofilament-like material, almost like a clear suture material, found on the lead. The doctor thought that it might be cordal tissue, or part of the lead. No patient complications noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Visual analysis found the torque transfers to the tip when the is-1 pin is rotated. The helix has a slight bent to it, which may be the reason for the helix to extend abruptly.